Manufacturer narrative:
Evaluation: drive pin, 5th wheel assembly.

Event description:
It was reported by service report that the stretcher would not stay in steer. No pt involvement or adverse consequences are reported.